Event description:
It was reported, that the patient presented remotely via merlin.net. Review of transmission revealed, that the left ventricular lead exhibited low pacing impedance. Suggesting, possible insulation damage. No interventions were performed. There were no patient consequences.